Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection of the returned device it was identified that the stem has broken through both sterile barriers. The sterility of the product has been compromised. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure, it was found that the implant had punctured through the sterile packaging. The implant was not used and did not come into contact with the patient. A new implant was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.